Event description:
The facility reported a fail code 812:02. Info was not provided regarding whether or not the failure occurred during a pt infusion. Although baxter attempted to obtain info, details were not avail regarding add'l contact info pt demographics, medication involved, or pump programming.